Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root case of the observed charged-coupled device damage/image issue could not be determined, however, it is likely that a leak in the bending section resulted in the ingress of water into the device, causing electronic component damage. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the hd endoeye laparo-thoraco videoscope had a leak due to a tear in the rubber covering at the bending section of the tube. The issue was found during reprocessing. The intended diagnostic procedure was completed using a similar device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the charged coupled device (ccd) unit was damaged and there was no image output. This report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the device evaluation, the following was found: the image noise was visualized. The bending section cover (a-rubber) was cut, and the distal end was broken. The video connector was scratched., the video cable was wrinkled, and the universal cord was wrinkled. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.